Event description:
It was reported patient is experiencing high impedance. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explant facility does not return devices, they are generally discarded unless requested at the time of the procedure.

Manufacturer narrative:
B4. Date of this report; supplemental MDR #1 inadvertently omitting date of submission 10/18/2022.

Event description:
The patient underwent replacement. A battery replacement was done and diagnostics were run multiple times showing normal impedance. The explanted device has not been received for analysis to date.